Manufacturer narrative:
Additional information: on january 5, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation and capsular contracture .(B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 325cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side and bilateral baker grade IV capsular contracture postoperatively. The rupture and capsular contractures were confirmed with an MRI. As a result, the patient underwent bilateral device removal and replacement with unspecified mentor saline breast implants on (B)(6) 2020. This report is for the patient's left-sided device.